Manufacturer narrative:
(B)(4). Batch # 376a29. (B)(4). Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60b reload loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that according to the surgeon "during a bypass a 60 blue leaded stapler misfired creating the pouch during a gastric bypass procedure. Felt like the moto was straining, finished firing, opened and right side of staple link intact, left side wide open stomach. Have never seen anything like it. I had them remove the instrument and rest of case went fine." There were no patient consequences. I certify that all information that are known/available has been disclosed.